Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer was unable to troubleshoot the insulin pump at the time of the call. Nothing further wsa reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.